Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the trunk cable being cut. The root cause for damaged trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.